Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. The patient was hospitalized for an unspecified cause prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that during patient hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. The patient was performing hemodialysis therapy for approximately one week prior to death. The cause of death was reported to be due to an unrelated indication. An autopsy was not performed. Based on additional information there are no allegations against a baxter device. No further investigation is indicated for this complaint.